Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 72mm in length, 3.5mm vessel diameter, concentric, de novo target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). After a non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed with a non-bsc balloon catheter resulting to 15% residual stenosis. A 24 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the proximal part of the stent was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and that patient status was stable. It was further reported that the rca had stenosis of up to 90%.

Manufacturer narrative:
A2. Date of birth: 1994.

Manufacturer narrative:
Date of birth: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 72mm in length, 3.5mm vessel diameter, concentric, de novo target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). After a non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed with a non-bsc balloon catheter resulting to 15% residual stenosis. A 24 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the proximal part of the stent was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and that patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 72mm in length, 3.5mm vessel diameter, concentric, de novo target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). After a non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed with a non-bsc balloon catheter resulting to 15% residual stenosis. A 24 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the proximal part of the stent was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and that patient status was stable. It was further reported that the rca had stenosis of up to 90%.

Manufacturer narrative:
A2: date of birth: 1944. Device evaluated by MFR.: promus premier ous mr 24 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.